Event description:
The patient reported that the buttons have to be pressed multiple times to elicit a response from the keypad. The up arrow and ok button required multiple button presses for a response. The down arrow button was responsive to button presses. The buttons bounce and spring back. The reporter denies damage to the keypad or exposure to water and cleaning solvents.

Manufacturer narrative:
The pump was returned to animas and the evaluation revealed that all keys were intermittently responding and required excessive force to activate. There was also evidence of keypad adhesive found under all key contacts.